Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received the results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was relocated. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.